Event description:
High impedance measurements greater then 4000 ohms "on all" was reported. The pt had stopped feeling stimulation. The pt leads were explanted and replaced due to lead breakage. The pt had recovered without sequela following the explant procedure.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed. The reason for the late medwatch report is due to implementation of process improvement.